Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) when a cgm signal loss occurred during elevated glucose, after which the glucose level was higher upon reconnection; this was addressed with troubleshooting and education, and no alerts or alarms were reported. Symptoms included hyperglycemia with a peak glucose of 344 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability-related intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna, consistent with cgm signal loss. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.